Manufacturer narrative:
The device has not arrived for eval yet and the lot number was not provided. Without the lot number, the device history could not be reviewed. Without instrument, cause for failure could not be determined or the issue confirmed. When the product arrives, a follow-up report will be filed.